Manufacturer narrative:
The final analysis found an external abrasion breaching the outer insulation and exposing the outer coil at 7.5 ¿ 8.0 cm from the connector pin consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis. Insulation abrasion.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2017865-2020-03071. Related manufacturer reference number:2017865-2020-03075. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device.